Event description:
It was reported that a patient enrolled in a clinical study underwent a total knee arthroplasty on (B)(6) 2010. Subsequently, the patient underwent a revision on (B)(6) 2010 due to dislocation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number-unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay that this report 1825034-2014-07140 was sent in error. The product associated with this report is not distributed for use in the united states and therefore is not FDA reportable.